Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor upstream occlusion, ultrasonic sensor upstream air and downstream occlusion tests and the device passed all tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.